Event description:
It was reported that this shaver handpiece would not shut off during use. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the device was received for eval and the reported problem was confirmed. Further investigation found the handpiece has the potential to operate on its own. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.no medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the device was received for eval and the reported problem was confirmed. Further investigation found the handpiece has the potential to operate on its own. There have been no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.